Event description:
It was reported by service report that the left head end side rail needed replaced. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: siderail assay.